Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available a supplemental report will be submitted. Not returned to manufacturer.

Event description:
Dr. (B)(6) at (B)(6) hospital revised a patient the had a mako hip done on (B)(6) 2014 due to dislocation. He removed the liner and cemented a stryker x3 insert into the existing shell. He repaired the soft tissue/ligaments as well.

Manufacturer narrative:
An event regarding dislocation involving a mako liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient medical information was provided. Need operative reports, clinical past history, additional dated x-rays for further investigation. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Dr. (B)(6) at (B)(6) revised a patient the had a mako hip done on (B)(6)2014 due to dislocation. He removed the liner and cemented a stryker x3 insert into the existing shell. He repaired the soft tissue/ligaments as well.